Event description:
The customer stated that the back of the micropaq got hot enough to cause pt discomfort and cause redness to skin.

Manufacturer narrative:
The micropaq monitor is intended for use by clinicians for single or multi-parameter vital signs monitoring of ambulatory or nonambulatory patients in health care facilities. The monitor operates as a bedside monitor or can operate with an acuity central station through connection to wireless communications networks. The complaint states that the back of the micropaq became hot enough to cause discomfort and redness to the skin of the pt. The customer returned the device without the battery. Several attempts to recover the battery from the customer for testing were unsuccessful. Additionally, attempts to recover patient ID was unsuccessful. Welch allyn therefore, evaluated and tested the actual device with a new battery. The technician exercised and tested the device for two days and could not duplicate any overheating of the device. The device subsequently passed all acceptance testing, performing to specifications, and returned to service on 01/08/2007.